Event description:
This unit was sent to a covidien service center as a back to stock unit. Upon triage, a service tech found that the unit has internal copper wires exposed on the power cord.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.